Manufacturer narrative:
It is unclear whether the jada malfunctioned based on the information that is available at this time, but out of an abundance of caution and because we cannot rule it out at this time, we are reporting this event due to the 30-day reporting deadline. If we become aware of additional information, we will supplement this report. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Jada use was attempted in a patient prior to first clearing her 8 cm clot. Suction was not achieved in this scenario. The jada was removed and a dilatation and curettage was performed to remove the large clot, after which a second jada was used successfully.